Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine, concentration not reported at 44.40mcg/day, bupivacaine, concentration not reported at 3.889mg/day and dilaudid, concentration not reported at 8.102mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2018 the patient was calling because they wanted to find out if it was possible that something could be wrong with the pump or the catheter where the medicine can leak out during a refill. The patient stated that at a recent appointment right after they filled the patient¿s pump (about 5 minutes) the patient started itching really bad right over the pump, a great big hive broke out and all of sudden the patient wasn¿t feeling good and collapsed. The patient¿s mouth also dried up so much the patient could barely speak and their vision started to go. The healthcare provider put the patient in a room and called someone to bring the patient to the ER (emergency room) where the patient was given narcan. The patient stated they heard the doctors talking and they claimed that they didn¿t overdose the patient in anyway and the patient must have od¿d herself. The patient disagreed with this and stated she was fine and walked into the office and was sitting in the waiting room reading a magazine etc. Before the pump refill. The patient stated that their managing healthcare provider told the patient that the refill was done under x-ray and if medicine had leaked they would have seen it which they did not. The patient further stated that they had said maybe it was the cold spray that gave the patient reaction. The patient stated she told them not to bother with the cold spray because prior to this refill she had been having a little itching from the cold spray but it wasn¿t as severe. The patient was scared to death to go back to the healthcare provider¿s office and believed that the hospital was not truthful as they took blood but didn¿t do any testing and they had claimed the od would only show up on a urine test but they didn¿t take any of the patient¿s urine. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.